Event description:
It was reported that cartridge leaked insulin on two separate occasions, with one event estimated in (B)(6) 2025 and another in (B)(6) 2026, and cartridge had been filled off pump with leak observed at cartridge septum. There was no adverse impact to the customer¿s blood glucose level. Customer changed cartridge, resumed insulin therapy successfully, and original cartridge was unavailable to be returned for evaluation.